Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "incident happened in the resuscitation department on (B)(6) 2022. In the room of the patient. There was leak observed at the level of the brown line. Just above the hub. There was no move or special event that led to the occurence of the leak." There was no consequence for the patient. A new catheter was inserted. The patient's condition is reported as stable.

Event description:
It was reported that: "incident happened in the resuscitation department on (B)(6) 2022. In the room of the patient. There was leak observed at the level of the brown line. Just above the hub. There was no move or special event that led to the occurence of the leak." There was no consequence for the patient. A new catheter was inserted. The patient's condition is reported as stable.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-l cvc catheter with extra tubing for evaluation. Signs of use in the form of biological material were observed in the extension lines. Visual inspection of the sample confirmed there was a hole in the distal extension line adjacent to the luer hub. The inner diameter of the distal lumen measured 1.4224 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the distal lumen measured 2.175 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The total length of the catheter body measured 219 mm which is within specifications of 207-227 mm per catheter product drawing. The extension lines were functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal, medial, and proximal extension lines were flushed using a water-filled lab inventory syringe. When the distal line was flushed water leaked through the hole adjacent to the hub. No issues were detected in the medial and proximal lines. A manual tug test confirmed the distal, proximal, and medial extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line leak was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had a hole adjacent to the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.